Event description:
The customer's mother called to report that the insulin pump had a blank display. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 286 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display after a full segment display. The problem was isolated to the mother board.